Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is completed.

Event description:
It was reported to philips healthcare that the heartstart xl defibrillator was taking too long to sync with the r-wave. There was no report of pt impact.